Manufacturer narrative:
(B)(4). No conclusion code available; the device was tested on the bench and output damage was found. An arc mark was noted on the device can; further evaluation indicated the presence of lead material. The cause of the output damage was a lead anomaly.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
A partial lead with the connector pin measuring 2.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.